Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient did not cross over. A technical support specialist (tss) found that patient information had not crossed due to an error in admission. A temporary patient was created, and then the patient information was updated. Reconciled patients had not fully joined, and orders had not crossed correctly. The consultant stated that the patient profile did not have a visit class. The edit to the profile needed to be done in genesis. Manual edits to the genesis admission of the patient resolved the problem. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patient was not crossing over. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.